Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case near the display window corners, broken battery tube threads, a broken reservoir tube lip, a cracked reservoir tube, a missing end cap sticker, and a missing o-ring reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was broken at the hatch of the reservoir compartment. The customer had to glue the reservoir using tape for it not to fall. Customer's blood glucose level was 206 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.